Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 had failed to open. A field service engineer replaced both l and r slide rails on main drawer 6 and bad scanner cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 failed when pulling medicines. Drawer was recoverable when the pulled at time of release, rails on the right side may needed to replace. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.